Event description:
On 1/30/97, the facility spd mgr contacted a MFR sales rep and reported that their oncology dept complained of difficulty accessing this pt's device. The device was initially accessed with a straight huber needle; the oncology dept requested 2" device needles as the device is too deep to reach with a normal needle.